Event description:
It was reported that the ipg and l2 lead were explanted and replaced on (B)(6) 2021. 2 additional leads were implanted during the procedure. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, it communicated with all lab utilities, and passed all tests on the automated test equipment (ate).

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-16773. It was reported that the patient was not receiving adequate therapy. After evaluation, diagnostics showed low impedances on contacts 5-8 on the l2 lead. A lead check confirmed that the lead tail pulled out of the ipg header. As a result, surgical intervention may occur to address the issue.